Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and aris mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient reports moderate to severe pelvic pain post implantation on (B)(6) 2012 and the patient had underwent three surgeries to have mesh removed but were not able to get it all out. On (B)(6) 2012: the patient experience reoccurring urinary tract infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat stress urinary incontinence concurrently with anterior and posterior vaginal repair. Due to pain, infection, dyspareunia, urinary and fecal incontinence the patient underwent mesh removal on (B)(6) /2006, (B)(6) 2007 and on (B)(6) 2007 with placement of aris tot. (B)(4).